Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 - medical device problem code 1494 clarifier: indication for use. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral vein was performed with two prostyle devices using the pre-close technique via an 18f sheath hole prior to an electrophysiology procedure (ep). The sheath was upsized to a 27f and the ep procedure was completed. Reportedly post procedure, the access site was still bleeding a little, therefore manual compression was applied for 2 hours and hemostasis was achieved. However, after being discharged, the patient was readmitted (on the same day) complaining of a cold leg. It was confirmed via doppler that a pseudoaneurysm formed in the right superficial femoral artery (sfa). The pseudoaneurysm was not treated as the patient declined treatment and left against medical advice. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record review was performed and revealed no indication of a product quality issue. A review of the corrective and preventive actions (CAPA) and complaint handling database reviews were not performed because there was no failure mode for this complaint. The patient effect of pseudoaneurysm is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Reportedly, a greater than24f sheath size was used for the procedure: the perclose prostyle instructions, indication for use (eifu), states: for access sites in the common femoral vein using 5f to 24f sheaths. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.